Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a few days after the implant procedure, the patient complained of diaphragmatic stimulation. Repeated chest x-rays showed a right ventricular (rv) lead perforation. During a lead revision, the subclavian vein appeared to have thrombus visible near both leads. The rv lead was removed and replaced, and the right atrial (ra) lead remains in use. No further patient complications have been reported as a result of this event.